Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient device logs with occurrence date (B)(6) 2011 at 22:56:16 with drain volume of 5045 ml during cycle 1. Fill volume is 2300 ml. There was no patient injury or medical intervention reported for this event.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. This issue was confirmed through review of the event history log. This issue is being investigated through CAPA.